Manufacturer narrative:
Device manufacturing date was reported incorrectly on previous report; device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's open spine clamp driver was stripped and could not be tightened sufficiently. The surgeon could not get the reference frame tightened on the spinous process. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4) privacy laws. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been returned to manufacturer for analysis.